Event description:
It was reported that, during a meniscus suture procedure, when the fast-fix 360 curved ndl delivery sys package was opened, it was found that the t-implant fell off. The procedure was resumed using an equivalent s+n back up. It is unknown if there was a delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The t2 doesn't show any defect. The actuator is at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle with manipulation. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force allowing the device to prematurely deploy). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The t2 doesn't show any defect. The actuator is at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will cycle with manipulation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force allowing the device to prematurely deploy). Based on this investigation, the need for corrective action is not indicated.